Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was failed to charge with perpetual rebooting. Unable to perform functional and pairing test due to perpetual rebooting. The receiver case was opened with the u1 pcba detached to perform download. Finding related to customer complaint observed with numerous screen out of range alarms in log. The reported complaint for loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because of perpetual rebooting. Perform receiver pairing test. Unable to pair because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. The receiver download showed numerous receiver screen out of range alarm within the investigation window. The reported event of a loss of connection was confirmed. The root cause could not be determined.